Event description:
It was reported that the patient was upset and felt the device should have lasted longer. The clinic confirmed the device was at end of life. It was also reported that there was early battery depletion. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.